Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic procedure, the device was introduced through the trocar, and the inner rubber seal fell into the patient abdomen. The seal was retrieved and the faulty trocar was removed and replaced with a new one, so the procedure could be completed. No patient consequences were reported. Device will not be returned at this time.